Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous shunt vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.